Event description:
It was reported during a rotational atherectomy treatment procedure of a 90%, calcified lad lesion that the rotawire fractured outside the body. There was no patient injury reported.